Manufacturer narrative:
The reported events of high pacing lead impedance and insulation damage were not confirmed. As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was not confirmed. Visual inspection did not find any anomalies on the lead body. An x-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. The reported event of high pacing lead impedance could not be confirmed. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts. Unable to perform lead impedance test due to the condition of the inner coil as received.

Event description:
During initial implant procedure, increased pacing impedance were noted on the right ventricular (rv) lead. Following attempts to reposition the rv lead the pacing impedance continued to increase. Insulation issue was suspected but not confirmed. The rv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was in stable condition.